Event description:
It was reported that irrigation difficulties occurred. A intellanav mifi open-irrigated ablation catheter was used in a atrial fibrillation procedure. During ablation it was noticed that the irrigation port was broken so the catheter was not irrigating. No patient complications were reported.

Event description:
It was reported that irrigation difficulties occurred. A intellanav mifi open-irrigated ablation catheter was used in a atrial fibrillation procedure. During ablation it was noticed that the irrigation port was broken so the catheter was not irrigating. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device showed the adhesive and irrigation tubing are torn open at the proximal side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid was found on the handle, shaft and distal end. Dried saline found on the distal end and inside several irrigation ports.